Event description:
Per medwatch form: "we have experienced issues related to the gambro prismaflex machines sucking air up into the filter sets from the solution bags hanging from the scales. At this point in time no pts have been affected. The air-in-blood detectors in the return line prevented air being pumped into the pts. We have; however, been forced to change filter sets due to air mixing with the blood in them. There were 3 occurrences last week. One was on a machine where the replacement bag went dry. Two were on the same machine, once for the dialysate bag and once for the replacement bag. We were informed of several other instances, but the machines were still being used. On these instances that biomed was called for, the scales were checked, simulated runs completed and machines were returned to service. Upon checking the scales biomed found that they were well within calibration limits and seemed to function and alarm properly during simulated runs. On simulated runs using 1-liter bags the machines alarmed with 180-210ml of solution left in the bags. However, on runs using 5-liter bags of prismasate solution, the machine alarmed with 50-60ml of solution left in them. We use the 5-liter bags on most pts. Our critical care departments. Have saved 9 bags from pts that ranged from 21-74ml remaining. None of these were involved in any instances. The rep for the MFR informed us that the scales should be alarming for a empty bag with 200-300ml left in them. Medwatch form does not give the prismasate formula. Machine runtime not reported. No blood loss was reported.

Manufacturer narrative:
The device data files containing info about the event have been requested by the MFR. Customer additionally reported that this same incident has occurred on all 4 of the facility's prismaflex machines. The occurrences for the other 3 prismaflex machines are reported under the following related mdrs: 9616026-2006-00352 (date of event: 10/26/06; sn pa0634), 9616026-2006-00371 (sn unk), 9616026-2006-00360 (sn unk). Further investigation into this incident is ongoing by the MFR. There was no pt injury or clinical consequences reported.